Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the clip opening after deployment, and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2019, the patient returned with dyspnea. A transthoracic echocardiogram (tte) was performed which noted the mr had increased to 4. On (B)(6) 2019, a second procedure was performed where it was noted the original clip had opened a few degrees more than it should have. Two additional clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on the information reviewed, a definitive cause for the reported unintended movement/clip open-locked and patient effect of recurrent mitral regurgitation (mr) could not be determined. Additionally, the reported patient effect of dyspnea was a cascading effect of recurrent mr. The reported patient effects of recurrent mitral regurgitation and dyspnea are listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.